Event description:
The user facility reported that smoke was emitting from their reliance synergy washer/disinfector. No report of injury.

Manufacturer narrative:
A steris service technician inspected the reliance synergy washer/disinfector following the reported event and observed damage to the unit was contained within the chamber of the reliance synergy washer/disinfector. The reliance synergy washer/disinfector subject of the reported event was removed from service and sent to steris for evaluation. A follow-up report will be submitted when additional information becomes available.

Manufacturer narrative:
The reliance synergy washer/disinfector subject of the reported event was sent back for evaluation. Evaluation results determined that two contributing factors which may have led to the reported event. During inspection of the reliance synergy washer/disinfector it was observed that the electrical box cover had sharp edges that may have damaged the insulation of the electric wires. Additionally, it was observed that the electrical box had been exposed to a lot of moisture. Moisture could significantly damage electrical components subsequently causing the reported event to occur. Due to the damage the reliance synergy washer/disinfector sustained and the age of the unit (approximately 16 years at the time of the event), the user facility received a new amsco 7053hp washer/disinfector. A complaint review determined this to be an isolated event. No additional issues have been reported.